Manufacturer narrative:
B3: year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump accuracy had failed. There was no reported patient involvement.

Manufacturer narrative:
H2) device evaluation: d4 model number updated. D9 date returned to manufacturer: 7/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was n=not duplicated. The pump was put through accuracy test 3 times and all 3 tests passed within specification during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended.